Event description:
Procedure type: lap nissen fundoplication with graft reinforcement repair of hiatal hernia. According to the reporter: the scrub tech loaded device with needle, and handed it to the surgeon, who then applied it to tissue. The surgeon said "the needle was bending and popping out" of the device. The needle released into the musculature of the left crus. We tried to find it, but it was buried in the muscle. Since it is about the size of a small clip, relatively blunt, and in a protected location buried in the muscle, we did not try to dissect the area further. Attempts to do so would have most probably been fruitless, and had the potential of weakening the integrity of the crus. Therefore, it was left in place.

Manufacturer narrative:
Three lots were reported to have malfunctioned during this procedure: n7g121 (manufacture date: 07/20070; exp. Date: 07/31/2012), n8a115 (manufacture date: 01/2008; exp. Date: 01/31/2013), and n8b05 (manufacture date: 02/2008); exp. Date: 02/28/2013). It has not been reported which lot was being used when the needle was left in the musculature.